Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead was exhibiting an increase in pacing impedance measurements. There were no reports of pacing impedance greater than 2,000 ohms. Pacing threshold measurements had always been at a high number. There was also a report of noise and oversensing which resulted in pacing inhibition. This led to approximately three seconds of asystole. The patient planned to be sent for an rv lead replacement. To date, there have been no adverse patient effects reported.